Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported by the patient that they inserted new contact lenses on (B)(6) 2015 and by (B)(6) 2015 their right eye was burning and red. On (B)(6) 2015, the patient went to the hospital where it was assessed that the patient had a corneal abrasion followed by an infection. The event resulted in corneal scarring (od), and on (B)(6) 2015 the medical event fully resolved. A reasonable and good faith effort to obtain additional medical information was made without results. The event is being reported out of an abundance of caution, based on the patient's alleged infection and corneal scarring in the absence of medical information.

Event description:
Cvi is in receipt of additional information from three different sources: an emergency department, where the consumer went for medical attention and two separate eye clinics. On (B)(6) 2015, the consumer was diagnosed by the emergency departments physician assistant with corneal abrasion (od), and prescribed gentamicin ophthalmic ointment (apply every 12 hours for 7 days). On (B)(6) 2015, the consumer visited an eye clinic in (B)(6) where they were diagnosed with marginal corneal ulcer (od) and prescribed vigamox 0.5%. On (B)(6) 2015, the consumer visited an eye clinic in (B)(6) to seek additional medical attention. The optometrist at the facility agreed with the previous diagnosis and treatment plan, and by (B)(6) 2015, the complaint was improving.